Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental report will be submitted.

Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy and acquired peritonitis manifested by cloudy peritoneal effluent and abdominal pain. It was not reported if the patient was hospitalized for this event. The patient was treated with vancomycin (ip, frequency and dosage not reported). On an unreported date, the patient and the patient's spouse were retrained on the proper aseptic techniques. The peritonitis was not resolved. Thirty-two days after the initial onset of peritonitis, the patient was diagnosed with recurrent peritonitis. The patient and the patient's spouse were not following the proper aseptic technique after being retrained. The pd catheter was removed and pd therapy was discontinued. The patient was transferred to hemodialysis. The patient will not be returning to the pd therapy. The patient was treated with vancomycin (ip) and fortaz (ip) (frequency and dosage not reported). The patient has recovered from peritonitis. No additional information is available.